Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00818. This report is being submitted as additional information. Approximate age of device- 595 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patients presented to the emergency department with a 1 day history of coughing with a productive yellowish white sputum and mild shortness of breath, headache, and bilateral ear ache. Patient denied any fever, chills, chest pain, lvad alarms, palpitations or lower extremity edema. Attending physician assessment was "likely upper respiratory tract infection (viral)". The patient was diagnosed with a (B)(6) infection of uncertain source, possible endocarditis or lvad related. CT of lumbar spine done without evidence of bone erosion or destruction to suggest discitis or osteomyelitis. Transesophageal echocardiogram demonstrated a hypermobile mass adherent to the left ventricular outflow tract non coronary cusp of the aortic valve. Respiratory tract and nasopharyngeal swab cultures grew rhinovirus/enterovirus. Patient was hospitalized and was treated with ancef (cefazolin) infusion, cubicin (daptomycin) for 7 days, and tamiflu. No additional information was provided.